Event description:
The customer reported the ac power module connector pulled out and wires broke. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wires broke. There was no reported pt involvement. The module was not available for eval, but the customer reported they replaced the ac power module and resolved the issue.